Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of bvvi reset ws confirmed in the laboratory via review of the device image. The reset was caused by a power on reset due to a low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the patient presented to the ER due to not feeling well. EKG showed the patient's heart rate was low, without evidence of pacing. Upon interrogation, the ICD was found in bvvi mode. The patient remembered feeling the patient notifier alert in (B)(6) 2012, but ignored it. Session records suggest that battery depletion was low, resulting in power on reset. The device was explanted and replaced.